Manufacturer narrative:
This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the screw/blade was cut outs but missing from the report. 160 tfna nails is in study but this one went unreported. This is 1 of 1 for report (B)(6). Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# 1); unknown tfna end cap (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).